Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the lead. The lead was capped and replaced. The patient condition before, during and after procedure was excellent. The lead will not be returned for evaluation.